Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, while hospitalized, the patient began treatment with unspecified antibiotics (intravenous, dosage, duration and frequency not reported) for peritonitis. The patient was discharged from the hospital after seven days. On an unreported date in the same month as the onset, the patient recovered from the peritonitis event. At the time of this report, the patient was still undergoing treatment with unspecified intraperitoneal antibiotics. The pd therapy was ongoing. No additional information was available at this time. This is report 3 of 3 involved in this event.